Event description:
Customer reports that her meter read lo (less than 10mg/dl) on her display before she dosed the strip while using the active system. L1 quality control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.